Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for display issue, customer was using the correct battery cap for the pump, inserted a new battery and restarted the insulin pump but the display did not return. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. P-cap locked in place properly during testing. Proceed by using a new battery cap and a new battery. Unit powers up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt and baat tools were both utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason complaint. The baat tool revealed that a battery cycle 69.0 received the lowbatteryalert (104) on 07/02/2025 06:56:00 after more than 7 days at 10.92 days. Battery cycle 68.0 received the lowbatteryalert (104) on 06/21/2025 08:16:00 after more than 7 days at 11.46 days. Battery cycle 67.0 received the lowbatteryalert (104) on 06/09/2025 17:18:00 after more than 7 days at 12.8 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. However, the adapt tool was further utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. No relevant alarms were noted. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with normal operating currents. Proceed by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage was noted during visual inspection. The following cosmetic damages were noted: cracked battery tube, cracked case, battery tube threads cracked, serial number label missing, cracked keypad overlay, scratched case, stained keypad overlay, broken battery cap, battery cap contact missing, and pillowing keypad overlay. In conclusion, customer concern was not confirmed regarding blank display; no relevant alarms were noted via the adapt tool or baat tool. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.